Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Additional manufacturing date: july 26, 2010. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: teleflex medical (presently tecomet ¿ (B)(4)) manufactured the 2.5mm hex screwdriver. The certificate of compliance indicated the lot conformed to specifications. The lots were inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues associated with these lots. The 2.5mm hex screwdriver was made to the synthes source control drawing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: a long hexagonal screwdriver broke while removing an endcap during a preplanned implant removal procedure. The product was being removed per the patient¿s request. There was no delay to the procedure; the surgery was completed with a similar/like product; lower lumbar fusion was complete, no implanted hardware was broken, no complaint of patient pain. The complained screwdriver broke upon removing the endcap of the construct; there were no reported fragments to retrieve, and no reported harm to the patient; the patient¿s condition was reported as stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the initial complaint was reviewed and found to be a duplicate. Information already submitted under MFR report number 1719045-2014-10246.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.